Event description:
It was reported that an ilet pump became unresponsive during setup and remained stuck on the ¿fill tubing¿ screen, allowing selection of ¿no¿ but not ¿yes,¿ consistent with a screen or user interface malfunction involving the pump¿s display/input component. Symptoms included no adverse clinical effects, as the user employed backup therapy and blood glucose was reportedly not affected. Outcomes included no medical intervention and no hospitalization. Investigation included customer support troubleshooting and verification that firmware was current, with plans for device return for further assessment. Investigation of this case revealed a failure to advance past a required setup step, consistent with a device user interface failure of the pump module, though no device analysis was performed due to nonreturn. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.